Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had prime anomaly. The customer¿s blood glucose level was unknown. Customer states that insulin pump had to rewind more than once per prime. Insulin pump had to rewind slower than in the past and insulin pump reject new batteries. Insulin pump also received no delivery alarm. Customer was declined to troubleshooting. The insulin pump will not be returned for analysis.